Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow up report will be submitted when the evaluation results become available.

Event description:
A customer reported to baxter (B)(4) that a spike broke on a miniset uv flash transfer set. The customer reported that the transfer set had been in use since (B)(6) 2010. There was no patient injury reported. The patient was treated with prophylactic antibiotics no additional information is available at this time.

Manufacturer narrative:
(B)(4). One used transfer set was received in reference to the reported condition of cracked/broken. The transfer set was visually inspected and noted that the spike was broken completely off at base of spike. No other visual defects were noted. The report was confirmed. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the condition was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Registered respiratory therapist (rrt) heard the ventilator alarming, went into the room and saw the ventilator screen black out. The rrt listened to hear if the ventilator was still giving breaths but it was not. The pt was bagged until the ventilator was changed.